Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer reported (via the manufacturer representative) that, approximately six months ago, he experienced a burning sensation when the implantable neurostimulator (ins) was turned on. The burning ceased when the ins was turned off. The manufacturer was not aware of any troubleshooting related to the burning. The entire system was explanted on the day of the report, and the patient was alive with no injury. No patient symptoms or complications were associated with the event. Of note, the patient's relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.